Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: - please provide the lot number: unk. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6) ). (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one opened sample that pertain to the product code jb841. During visual inspection of the sample, it was observed double paper covers the same product code on the winding former. Based on the information currently available, a double paper cover or lid was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a urological procedure on 12-oct-2023 and suture was used. During an unknown urological surgery, after opening the package, there were two sheets of printed paper inside the package. There were no adverse consequences to the patient. Additional information was requested.